Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, functional stress testing and ECG testing without duplicating the report. The defib receptacle connector was replaced as a precaution. The device was recertified and returned to the customer. A new multifunction cable (mfc) was sent to the customer. The customer was advised to discard the old mfc. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.